Event description:
It was reported that there was a "lead malfunction" and the patients right ventricular (rv) lead "demonstrated noise and impedance and capture threshold changes." The lead was extracted and it was discovered the rv lead had fractured 3cm from the clavicle. A new lead was implanted and no patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in segments was returned, analyzed and the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.